Event description:
Report received of an over-delivery. The customer reported that this event was due to suspected user error, because the device delivered as programmed prior to the event, and then again after the event. The pump was programmed to deliver dobutamine with a concentration of 500mg in 250ml bag at a rate of 11.3ml/hr. The device was delivering as programmed for an unspecified length of time. At 730pm, the bag was changed and the infusion was resumed. Two hours later, the rn noted that the bag was empty. It was reported that the patient's vital sings remained stable, and the post-incident EKG "looked normal." The md was notified, and a third bag of dobutamine was started on the same pump with the same settings. The pump infused without further incident. The patient was sent to the hospital at an unspecifed time for observation, and was discharged the next day. It is not known what interventions, if any, were required at the hospital. There were no reported adverse patient effects. Though requested, no further information was received.